Event description:
Patient had right cia measurements of 59mm long, 19mm in diameter; had successful implant in 2009, of a bifurcated device and two proximal cuffs, however, one of the cuff extensions was used as a limb extension in the right cia. Follow up CT revealed a distal type I endoleak. At about 3 months later, the patient was brought in to plug the right hypo with an amplatzer plug and extend with a limb extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's vessel size and operational context contributed to the event.